Manufacturer narrative:
B4: 02aug2021. It was reported to philips that during preventive maintenance, the customer discovered the navigation ring was not working. The customer spoke with a philips remote service engineer (rse). A philips field service engineer (fse) was dispatched to the customer site for the repair. The fse confirmed the reported issue. Following the evaluation of the device, the fse replaced the front bezel to resolve the issue. While replacing the front bezel, the fse accidentally broke the rp-cable, switch pcba; therefore, that part was also replaced. There was no prior malfunction reported with that part. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Part was not received. Previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and advised the customer there is still an active recall for v60 nav-ring failures. The customer reported that the unit was not in use on a patient.